Event description:
A certified pharmacy technician was preparing seven tpns for a home infusion patient. The technician prepped the compounder with the appropriate tubing and hung a 2 liter automix bag for infusion with sterile water for injection, clinisol sf intravenous solution, dextrose 70%, intralipid 20%, sodium acetate 2 meq/ml, and potassium chloride 2 meq/ml. After the bags were completed, the technician inspected the bags for excess air and contaminants. A small black particle was observed inside one tpn and the tpn was immediately discarded. Sodium acetate 2 meq/ml, 100 ml lot # 8818, exp: 11/30/2010; clinisol sf intravenous sol. Lot # p219972, exp: 3/20/2009 or lot # p229070, exp: 10/31/2009; dextrose 70% 2000 ml, lot # c758698, exp: 12/31/2009; intralipid 20% 1000 ml, lot # 10bi6222, exp: 8/31/2010; potassium chloride 2 meq/ml 250 ml, lot # 72396dw; sterile water for inj. 2000 ml, lot # c758094a, exp: 11/30/2009. Dose or amount: see others in product problem. Dates of use: 2009. Diagnosis or reason for use: tpn therapy.